Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Perform voltage test and unit failed. Functional testing was performed and there was no failure detected. Perform share log review and customer complaint has been confirmed via the data. The reported event of transmitter failed error was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the display device read failed transmitter. No additional patient or event information is available. No product was provided for evaluation. Data download log was reviewed for evaluation on (B)(4) 2017. Complaint for a transmitter failure was confirmed. The root cause could not be determined post investigation.